Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is unresponsive and needs parts ID for the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the touchscreen per customer¿s request. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.